Event description:
A nurse report that an intraocular lens (iol) would not unfold after it was inserted into the eye. The iol was removed. There was no injury associated with this event. The nurse did not know if surgical intervention or a repeated surgical procedure was required.